Event description:
Patient presented to the physician with episodes of vomiting, following the procedure and associated with anesthesia. The patient also presented with pain at the ipg site since a suture had become loose. Physician brought the patient into the or and found a seroma, which was cut out. Physician cleaned the pocket and re-sutured the generator.